Event description:
The facility's biomed reported a fail code 808:07 on channel a. The biomed stated there have been no reports of any pt incident involving this pump since the last baxter service event.